Event description:
On (B)(6) 2012, the lay-user/patient contacted animas (anm) and reported a high blood glucose (bg) episode. The patient reported that her bg levels used to be high. However, the patient mentioned that a doctor changed some numbers and now she is better. The patient indicated that at times overnight, her bg levels would be in the "300 mg/dl" range and would sometimes go up to "395 or 400 mg/dl." During those times, the patient reportedly developed symptoms of nausea. The patient attributed the elevated bg levels to stress and eating a lot that she should not. She declined to troubleshoot or review the pump. However, in one event, the patient mentioned that her bg level went to "600 mg/dl" and her meter read "high". The patient was unsure of the details leading up to the high bg episode which reportedly occurred 6 months earlier. She did not know what the possible cause was of the high bg episode. During that event, the patient reportedly was nauseous and vomited. No medical intervention was reported by the patient. She also added that when her bg level is high, she gets cramps in her hands and toes. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that on an unspecified date/time she developed a high bg level with symptoms suggestive of severe hyperglycemia. However, at this time, it is unknown if the pump contributed to the patient's injury.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.